Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per email correspondence, the requested surgical records and x-rays are unavailable. Without the requested documentation, the clinical root cause of the post-op infection cannot be concluded. The patient impact beyond the wash-out and revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2021, the patient experienced pain and swelling from infection. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The jrny ii bcs cnstrd art isrt 5-6 lt 11m was explanted and a washout procedure performed. The device explanted was replaced with a jrny ii bcs cnstrd art isrt 5-6 lt 13m. The patient outcome is unknown.